Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds, pacing inhibition and decreased pacing impedance measurements four days post implant. An angiogram was performed and the lead was observed to have dislodged and perforated the right ventricle resulting in pericardial effusion. An invasive procedure was performed. The lead was repositioned and a pericardiocentesis was performed. The patient was admitted to the intensive care unit following the procedure. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.